Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2012, to remove infected issue around the skin flap. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6), 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.this report is filed (B)(4), 2012.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2013. (B)(4).